Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing chest pain and shortness of breath. An echocardiogram was performed which noted a pericardial effusion and pending tamponade. A right ventricular lead perforation was suspected and an emergent pericardial window was performed. The right ventricular lead was explanted and replaced. The patient was recovering post procedure.